Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective ratio pump. The fse replaced the ratio pump assembly to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged multiple erroneous high patient results generated for na (sodium) on system unicel® dxc 800 instrument. The erroneous patient results were reported out of laboratory and later it was amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for three (3) patient samples.